Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll canada for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing with the customer's accessories without duplicating the report. An internal inspection of the device found no discrepancies. Review of the device log found the device recognized pads attached at the beginning of the case, but the user did not establish coupling with the patient until 20 minutes into the case. Once coupling was established, the ECG signal was able to be seen. The device was recertified and returned to the customer. No trend is associated with reports of this type.